Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no lot release records were reviewed. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod¿s user guide warns "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It also advises ¿the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
The patient's mother reported that her daughter's blood glucose was reading at 180 mg/dl and that she was hospitalized with diabetic ketoacidosis. She did not provide any further information regarding the hospitalization or her treatment.